Manufacturer narrative:
The probable root cause of error c-34 is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the erbe generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the c-00 and c-34 errors occurred. The customer rebooted the integrated electrosurgical unit (iesu) or erbe, but the errors remained. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported failure was confirmed and reproduced when the erbe was connected to a test system and run in normal mode. The system logs confirmed that 25913 and c-34 errors occurred. Scratches were found on the metal top cover and side cover. No root cause can currently be attributed to this issue. The unit will be returned to original equipment manufacturer (OEM) additional analysis. However, a probable root cause can be related to an electrical component failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.